Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has a multiple errors on their insulin pump, as well as a damaged battery cap. Their blood glucose level was 66mg/dl. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. Off no power alarm function properly and insulin pump passed self test. No blank display, unexpected vibrates anomaly or unexpected alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.